Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8227745; medical device expiration date: 2022-07-31; device manufacture date: 2018-08-15. Medical device lot #: 8236878; medical device expiration date: 2022-07-31; device manufacture date: 2018-08-24. Medical device lot #: 8230960; medical device expiration date: 2022-07-31; device manufacture date: 2018-08-18. PMA/510(k)#: an additional PMA/510(k) is listed as k011369. (B)(4). Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a can¿t activate safety device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), and were manufactured, and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that an unspecified number of ultrasafe x50 png clear pfe puurs experienced the user being unable to activate the safety guard after use. The following information was provided by the initial reporter: a patient had some surgery, is using fragmin for 14 days, did 3 at home, the first injection was fine, but yesterday and today when depressed the syringe the needle shield did not retract back. Doesn't know if she got her dosage.